Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nurse noticed shortly after initiating an infusion that there was a large air bubble in the syringe tubing set. The nurse assessed the tubing set to find that it was wet on the outside and appeared to be leaking from the neutraclear valve that was attached tightly to the tubing set. There was no patient harm.

Event description:
It was reported that shortly after initiating a solumedrol infusion, the nurse noticed a large air bubble in the syringe tubing. The nurse assessed the tubing set to find that it was wet on the outside and appeared to be leaking from the neutraclear valve that had been in use for less than eight hours. It was verified that the neutraclear valve was attached tightly onto the tubing set. Although requested, there was no further details or information provided by the customer. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear leaked was confirmed. During visual inspection it was observed that the orange piston was recessed at an angle. Functional testing was performed which confirmed the leak. Upon disassembly, it was noted that the needle inside the valve was damaged/crushed. The mating component (to the female luer end of the neutraclear) that was in use at the time of the event was not returned for investigation. The root cause of the customer's report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse noticed shortly after initiating an infusion that there was a large air bubble in the syringe tubing set. The nurse assessed the tubing set to find that it was wet on the outside and appeared to be leaking from the neutraclear valve that had been in use for less than eight hours. It was found that the neutraclear valve was attached tightly onto the tubing set. There was no patient harm.